Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Internal inspection revealed the tubing on the solenoid manifold was not routed properly. Carefusion installed a new tube on the solenoid manifold and rerouted the tubing properly to address the reported issue. Additional testing was performed to assure the reported issue was resolves. The ventilator passed all ltv tidal volume tests. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was experiencing lower exhaled tidal volumes and minute ventilation than expected. It is unknown at this time whether there was any patient involvement associated with this compliant.